Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. The current estimated longevity shows 3.5 years remaining; however, the previous estimated longevity showed 5 years remaining, which was observed approximately one year ago. There are also episodes of atrial fibrillation present. Boston scientific engineering reviewed device data via latitude (remote monitoring system), and confirmed that the device does not show any signs of premature battery depletion. Further review of device data, showed that the ra output was suspended, which resulted in the elevated power consumption. The current latitude data showed that during a recent office follow-up, the ra amplitude was adjusted to a fixed output, with trend data enabled. Additionally, engineering suspects that the signal artifact monitor (sam) software is responsible for the higher power consumption. About 25% of the ra events are sensed, and at a rate of greater than 140 bpm. A technical services consultant recommended to consider programming options to reduce the power consumption. This device remains implanted and in service. No adverse patient effects were reported.